Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to pacing inhibition associated with oversensing related to noise. The physician felt the device was too sensitive.